Event description:
It was reported that a small volume intermate had particulate matter inside its balloon. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on november 11, 2014 ¿ november 13, 2014 evaluation summary: the device was received for evaluation. Visual inspection, white particulate matter was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.